Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer contacted the customer care solution center and alleged two membrane buttons were doing the same job and another seemed to be stuck. The alarm silence was stuck on the complaint device and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.